Manufacturer narrative:
(B)(4). Concomitant medical products: pds suture, evicel fibrin sealant, arista ah, no. 19 closed-suction round drains, quill 3.0 monoderm. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open complex abdominal ventral hernia repair with intraperitoneal and retrorectal placement of a human acellular dermal matrix and bilateral component separation on unknown date between 07/2011 and 07/2013 and the suture was used to secure a closed-suction round drain placed percutaneously. Following the procedure, the patient experienced a wound infection. It was resolved with a course of oral antibiotics or treated in the office with incision and drainage of the wound. Additional information has been requested.